Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was noise on the ra and rv leads. Daily measurements show some out of range rv impedances which suggest possible rv lead issue. It is unclear which lead this report is on. The leads remain implanted. Should additional information become available this file will be updated.